Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered voltage that was less than what was programmed for defibrillation and therefore deliberation was unsuccessful. It was noted that thirty-five joule therapy was required per detection but not delivered due to short circuit protection of the ICD. The device is also nearing rrt (recommended replacement time). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.